Manufacturer narrative:
Upon disassembly for visual inspection it was found that the flex assembly was damaged.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was smoking; no flames or odor were reported. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.